Event description:
The user facility reported that during a laparoscopic hysterectomy procedure the tip of the cutting forceps broke off due to excessive regress. The user replaced the cutting forceps with another similar device, but the tip broke off again due to excessive regress as well. As a result, the user completed the procedure with a non-olympus device. There was no patient injury reported. Olympus followed up with the user facility via telephone and in writing in an attempt to obtain more detailed information, but with no results.

Manufacturer narrative:
The cutting forceps referenced in this report was not returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. If new and significant information or if the device is received at a later time, this report will be supplemented.